Event description:
Boston scientific received info that both right ventricular (rv) and right atrial (ra) leads have dislodged from the original implanted site. No adverse pt effects were reported. Additional info received from the local sales rep states that the rv lead is not dislodged. The sales rep spoke with the physician and only the ra lead has a microdislodgement. Ra therapy remains available. No issues reported with the rv lead. At this time both ra and rv leads remain in service. Should additional info become available this investigation will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis if therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.